Manufacturer narrative:
Initial reporter: occupation of the reporter was not provided. (B)(4). Only the unit carton, lens case, cartridge cover, implant notification card and patient identification labels were returned. The intraocular lens was not received, and therefore no returned device evaluation could be conducted. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that a model za9003 16.0 diopter intraocular lens was inserted and removed from the patient's eye due to a broken haptic. The incision was enlarged and sutures were used to close the wound. The patient is reported to be doing fine post surgery.

Manufacturer narrative:
A review of the manufacturing records was conducted. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation showed that the lens and production order were manufactured according to specifications prior to release. All pertinent information available to abbott medical optics has been submitted.